Manufacturer narrative:
The product was returned to u.s. For eval and trade in by the customer. However, the customer had removed and discarded the parts of the air tank from the cart. So we are unable to evaluate and determine the source or cause of the failure or if any external physical damage may have been done to it in order to cause the failure.

Event description:
The dentist has a model 2020 mobile seac dental cart with a build in air compressor and air tank. The cart is eleven years old and was manufactured in october 2002. The air compressor and air tank are fully enclosed inside the metal chassis of the cart which are only accessible through a service panel. The cart used a plastic air tank that blew apart after hours. There were no injuries and no pts involved. However, if a service technician was working on the cart and this problem were to reoccur it could result in bodily injury to their hands. This cart model design with the plastic air tank was discontinued in 2004 and this potential problem exists only with carts made on or before time.